Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) had recorded events that indicated possible oversensing. The device also failed to capture on paced events.